Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fainted and her blood glucose level was over 600 mg/dl. The customer had a diabetic ketoacidosis and went to the hospital on (B)(6) 2016. The customer was at work when she started to feel sweaty, thirsty, and went to the bathroom. The customer treated her high blood glucose level with the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.